Manufacturer narrative:
(B)(4)

Event description:
It was reported that a fluoroscopy revealed that the left ventricular lead had dislodged. The lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.